Event description:
The reporter indicated that the patient has been experiencing pain since 2002 in their left trachea area and when the patient stimulates the device by swiping the magnet, the pain is worse. The physician interrogated the device and everything was working properly. The patient felt pain during the device interrogation, so the physician decided to turn the device off; however, the patient continued to complain of pain. Additional information was received from the patient. The patient stated that in 2002, pt was scratching their neck, felt a pulling sensation and "heard a pop". Since that time pt has been feeling the stimulation in various places. Pt indicated that the pain will move over their chest, neck, throat and between their vocal chords. Pt stated that pt can feel a sharp, "needle-like thing" in their neck. Pt indicated that the pain is very bad and pt is unable to drink or eat due to the pain when pt swallows. The reporter also indicated that the patient was having a good response to vns therapy.